Event description:
It was reported that the right atrial (ra) lead exhibited undersensing on stored electrograms (egm) triggering device classified false termination of atrial tachycardia/atrial fibrillation (at/af) event(s) at times and resulting in false termination of at/af detection. The lead remains in patient. It was also noted that the patient passed away approximately two weeks after the remote transmission.

Manufacturer narrative:
Continuation of d10: 3387-40 dbs lead, 3387-40 dbs lead, 748251 neuro extension, 748251 neuro extension was implanted on (B)(6) 2003.  64001 neuro adaptor, 37612 dbs ipg was implanted on ( B)(6) -2016.  5076-58 lead was implanted on (B)(6) -2019.  37602 dbs ipg was implanted on (B)(6) -2021.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the patient's death was not linked to the performance of the ra lead.